Event description:
It was reported by svc report that the brakes were not working properly and mobility was affected. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Casters delaminating.